Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient reported experiencing a severe hypoglycemic event while at home with his wife. According to the patient, he suddenly ¿lost control¿ and dropped their coffee. Fortunately, his wife was present in the same room and was able to assist him promptly. At the time of the incident, the continuous glucose monitor (cgm) was displaying readings between 40 and 50 mg/dl. A confirmatory fingerstick blood glucose (bg) test indicated a significantly lower value of approximately 20 mg/dl. Emergency medical services were contacted, and the patient was transported to the hospital. Although no specific treatment details were provided, it was reported that the patient remained in the hospital overnight. While the report indicates the patient was discharged the following day, the exact duration of hospitalization (whether less than or more than 24 hours) remains unknown. There was no documentation of further medical evaluation or intervention. Additionally, no other details were available, and multiple attempts to contact the reporter for additional information were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.